Event description:
It was reported that the implantable pulse generator (ipg) was suspected of going to elective replacement indicator (eri) lockup condition. The eri was able to be cleared and the device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.